Event description:
It was confirmed that the patient suffered a gi bleed approximately 9 months post the index procedure. The patient received a prbc t ransfusion. The stoke that was reported to have occurred approximately 11 months post the index procedure actually occurred approximately 9 months post the index procedure. The event date recorded previously for this stroke was correct. It was confirmed that at the 2 year, 2.5 year and 3 year follow up's the patient was free of symptoms/ asymptomatic.

Manufacturer narrative:
(B)(4). Evaluation results: cva.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (gi bleed).

Event description:
It was reported that the patient suffered an ischemic stroke approximately 11 months post index procedure. Diagnosis was based on a radiological evaluation and was confirmed by neurologist. Patient had dysarthria. Acute cranial CT and MRI showed ischaemic lesion on left side and stenosis of acm. The investigator reports that the event was not related to the study stent/ procedures. (Ref MFR # 9612164201100104 and 9612164201100105).

Event description:
Investigator indicated the gi bleed was not related to the study device. Patient recovered. Approximately 61 months post index procedure patient expired. Cause of death was non-sudden death. Investigator did not assess the event.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (death). (B)(4).

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the proximal rca and a driver rx bare metal stent was implanted in the distal rca during index procedure. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year and 1.5 year follow up's. It is reported that the pt suffered a stroke approx 22 months post index procedure. Diagnosis was confirmed by a neurologist. Pt was asymptomatic / free of symptoms at 2 year and 2.5 year follow ups. (Ref MFR #9612164-2011-00104).